Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer spontaneously shuts down while being used. Troubleshooting steps were taken to no avail. The programmer is expected to be returned. There were no patient complications as a result of this event.